Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the she experienced a blood glucose level of 460 mg/dl, which was treated with manual injection. Customer also reported an insulin flow blocked alarm. The customer reported that the issue was resolved by a complete set change. The reservoir was not replaced or returned for analysis.